Event description:
Reporter alleged obtaining the results of 49 mg/dl and 130 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she had a 4 "g" glucose tablet 30 minutes prior to obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.